Manufacturer narrative:
The customer's instrument logs were reviewed for the sample tested in november. This review did not identify conclusive information to indicate an instrument or sample integrity issue occurred. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that an architect stat troponin-I result was questioned by the clinician. Sid: (B)(6); (B)(6) 2018 0.081 ng/ml (positive); (B)(6) 2018 0.007 ng/ml (negative). The customer's positive cut-off is 0.02 ng/ml. The patient had two subsequent draws that were both negative which is why the clinician questioned the initial positive result. The customer stated that the positive result did not have any adverse impact on the patient's care.